Manufacturer narrative:
H6: the device was evaluated by ventec. Proper device operation was confirmed through functional and performance testing. No device performance issues were observed which may have contributed to the patient's alleged "low vitals". Ventec also downloaded the device's electronic records (system logs) for analysis but no discrepancies were observed. There were no malfunctions observed with the device. The cause of the patient's "low vitals" could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the patient was "experiencing low vitals while on the vhome." The patient was then placed on a different ventilator for support and their vitals reportedly improved. There was no specific allegation of a device malfunction which may have contributed to the patient's alleged low vitals. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec contacted the initial reporter in an attempt to obtain additional information and was advised that this was all of the information that they had. No further details about the patient or the event was available.